Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a paediatric lensectomy surgery, when the cut rate was changed to 3000, the machine worked for two minutes and then stopped with a system message. The system suggested to reduce the cut rate, however it didn't worked even after reducing the cut rate. They neither did a restart nor used a new vitrectomy cutter used. No patient harm was reported. Additional information received clarified that the case was bilateral surgery. During the first eye (right), the machine failed, another machine was brought in to complete the surgery. This machine also failed during the second eye procedure but at that point the surgery was almost complete and no further vitrectomy was required. This file represents the issue with system while performing the surgery on the right eye.

Manufacturer narrative:
The company service representative examined the system and confirmed the reported event. The company service representative was unable to replicate the reported event. As a preventative measure, the company service representative performed a pneumatic calibration. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).